Event description:
The caller alleged results when compared with the lab and another pocd. The following results were reported: last week in nov. Inratio 4.7, lab 3.4, 1/06 inratio 3.7, pocd 2.5, 1/06 inratio 5.3, lab 3.6 (dose increased), 1/06 inratio 5.7, pocd 4.1, 2/06 inratio 6.3, lab 4.3, 2/06 inratio >7.5, 2/06 inratio 6.4.